Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure modes for tray pack residue and broken tubes were observed. The incorrectly placed cap is due to the breakage of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes tray pack residue and tube breakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was a damage or open package seal and broken tube. The broken tube event occurred 4 times. The styrofoam tray contamination issues event occurred 4 times. The faulty stopper event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "broken tubes/styrofoam tray and a faulty tube cap(s)."